Event description:
The manufacturer received information alleging a ventilator service required code occurred related to active exhalation control module failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required code occurred related to active exhalation control module failure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and a malfunction of the device's keypad was observed. The device's active exhalation control module and front panel were replaced to address the issues.